Event description:
A hosp in (B)(6) reported that an rt 236 infant dual-heated evaqua breathing circuit did not pass the leak test. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up receipt of the device and completion of our investigation.